Event description:
Tip of guidant balance middleweight guide wire started to separate while it was being advanced in the patient's circumflex coronary artery. Three cypher drug-eluting stents -corids- also would not cross this particular lesion. These units have been forwarded to cordis for review.